Event description:
It was reported that during a lobectomy procedure on the fifth firing with a gold cartridge, the device partially fired, the device stopped as if the battery was dead. The device would not open, the manual over ride was used and still the device would not open. A sc60a was pulled and was used to cut the pse60a device off tissue. The additional tissue that was removed due to the device not opening did not affect the outcome of the procedure or post-op care of the patient. The sc60a was used to complete the procedure with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on what tissue type was the device used? Lung. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 5th firing. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? No. Was there any difficulty removing the device from the tissue? Yes, the battery was died and the device would not open. Is there any other additional information you would like to share about this device or procedure? The rep stated that the tissue was not thick. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.